Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) showed code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement. Apparently, the shocks delivered were inappropriate, due to atrial fibrillation with rapid ventricular response. The patient was hospitalized. X-rays were performed and the physician believe the image was strange. Subsequently, the ICD was explanted and replaced, while this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.